Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek vantus meter serial number (B)(4) compared to a laboratory using sysmex cs-5100 with siemens innovin reagent. The meter result was 4.1 inr and the laboratory result within 30 minutes was 3.1 inr. The therapeutic range was 2.0-3.0 inr and the patient tests weekly.